Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 245 mg/dl at the time of incident and current blood glucose level was 353 mg/dl. The customer¿s blood glucose level was over 300 mg/dl and had been 250 mg/dl to 300 mg/dl. The customer was treated with manual injection for high blood glucose level and had symptom related to high blood glucose level was sweating. The customer alleged insulin pump was under delivering as the customer had high blood glucose level even after changing set. The insulin pump will not be returned for analysis.